Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump screen was damaged. Customer blood glucose reading was unknown. Customer cannot read their screen. Insulin pump will be returning for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No audio/vibrate anomaly/absence of alarm. Device programmed with several bolus and the low reservoir alarm feature working properly. Device received with minor scratches on display window noted. (B)(4).